Manufacturer narrative:
The information provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and maybe inaccurate or incomplete as reported.

Event description:
A customer observed negatively biased chol quality control results following calibration on the vitros 250 system. This event, were it to occur with patient samples could lead to inappropriate physician action. There was no report of patient harm as a result of this event.